Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged two days after implant, and the lead had exhibited intermittent capture and no capture. The patient experienced tachy episodes and palpitations. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.